Manufacturer narrative:
Investigation: the complaint was investigated for a probe error occuring. The returned catheter was inspected and tested; it was found to pass all safety and performance tests. The investigation results were saline contamination of the interconnect area due to user error. In this case, it is common for saline solution (from the pre-insertion test) to be present on the gloves of the catheter user. Sometimes, this conductive liquid can transfer to the interconnect area where the catheter and the swiftlink connect. A typical indication is an initialization error and failure of the catheter to function. If the catheter fails to initialize/image or if it is noticed that saline solution has gotten into the interconnect area, simply disconnect the catheter from the swiftlink and wipe the interconnect area dry with a clean cloth. Reconnect and use as normal. Complaint reference #: (B)(4).

Manufacturer narrative:
Investigation: the complaint was investigated for several doctors complaining about the image with z6ms transducer. The transducer was returned and testing was performed. All of the manufacturing tests passed. The reported issue could not be reproduced. The investigation results are inconclusive. A root cause of the issue could not be identified. Per clinical assessment, based on limited info provided, reproduced symptom, and as a minimum was able to validate that the transducer performed fine as it was performing originally. The transducer was replaced at the customer site. Siemens continues to track and trend any incidents related to this issue. Complaint reference #: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient was sedated and underwent a transesophageal echocardiography (tee) procedure. During the procedure, the doctor was scanning the patient when it was noted that the endocardial definition was hard to see. The doctor removed the transducer and reinserted a new one to continue and complete the tee. The system was not rebooted and there was no report of delay in completing the procedure. There was no loss of data and there was no patient adverse event reported. No additional information was provided.